Manufacturer narrative:
This report is based from a report ( mw5074362 ),which was received through FDA's medwatch program.

Event description:
It was reported that a noise and low lead impedance was noted on the patient rv lead. No further information is available at this time.